Event description:
It was reported there was a solid tone before going to the normal tone. This occurred prior to the case during testing. The case was completed with a second handpiece. No pt consequence was reported.